Event description:
A malfunction alarm was reported, identified by code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the issue was resolved without recurrence. The customer was advised to continue using the pump and to call back if the malfunction returns.